Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that there was a suspected catheter issue. The patient experienced an increase in pain symptoms on (B)(6) 2020. The catheter access port (cap) was accessed on (B)(6) 2020 and sluggish cerebrospinal fluid (csf) return was noted. The cause of the event was undetermined. A catheter revision was planned which was scheduled to occur on (B)(6) 2020. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history was noted as having been requested but was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#/serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the event was unknown. It was reported that the catheter was revised and the pump was secured in the pocket.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) indicated on (B)(6) 2020 the catheter was revised. It was noted the pump appeared to be dislodged in the pocket and causing some occlusion of the catheter, per the hcp. The pump segment was revised with a new 8784 (B)(6) and 2cc of cerebrospinal fluid (csf) was successfully aspirated. The explanted catheter was discarded, and the hcp did not want to return. It was noted medication in the pump prior to the revision was hydromorphone 40 mg/ml at 10 mg/day and after the revision the dose was 7 mg/day. No further complications were reported.